Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on 10/24/2019 was 55 mg/dl. Therefore, the complaint could not be confirmed. Blood glucose (bg) of 55 mg/dl was recorded by continuous glucose monitor (cgm) at 4:46:32 on 10/24/2019 cgm alert 1 (cgm low alert) enunciated. On 10/23/2019 and 10/24/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50 mg/dl; cause was unknown. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.